Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft (svg). A synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent spontaneously unraveled. A filter wire was used but it didn¿t hit the stent or got caught on the stent. The dislodged stent was left in the patient and then post-dilated. The procedure was completed. There were no patient complications or harm reported.